Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported charring of the ac power cord plug. The pump was returned to the biomedical department with note that stated, "burnt plug". No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During visual inspection at the user facility, it was noted that the ac power cord plug prongs were noted to be blackened, with evidence on the plug of electrical sparking, and the neutral prong had a "gash that looks like something metal hit it." There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.